Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel hernia patch (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and ventralight st on (B)(6) 2005 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k number. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no), d6a (date of implant), d6b (date of explant), g3, g6, h2, h6, h10, h11. Corrected fields: g4 (510k number). This supplemental emdr represents the bard/davol composix kugel hernia patch (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st using echo ps mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and ventralight st on (B)(6) 2005 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix kugel mesh (device 1). Per operative notes, ¿in the midline, infraumbilical area, a large incisional hernia was noted. The hernia was reduced and omental adhesions involving incisional hernia were reduced. The hernia sac was dissected out and small composix kugel mesh (device 1) was placed through the defect and secured with sutures. The fascia was closed and primarily secured with sutures.¿ (B)(6) 2005 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with partial removal of prior mesh (device 1). Per operative notes, ¿through the prior incision, a piece of composix kugel mesh was seen free floating in the abdomen was removed. The sutures in fascia were taken down. Multiple hernia defects up and down the abdominal wall were combined and hernia sacs were excised. The fascia was circumferentially reduced, and sutures were placed circumferentially around the defect. The defect was closed with sutures and synthetic mesh was held in place. The fascia was closed and umbilicus was tacked." (B)(6) 2005 ¿ patient was diagnosed superficial wound dehiscence of a mesh ventral hernia repair thereby underwent open repair. Per operative notes, ¿copious amount of yellowish fluid was aspirated. The umbilicus was excised due to some necrotic skin on edge. The wound was opened and mesh (device 1) was exposed. The mesh (device 1) was irrigated and sutured in place.¿ (B)(6) 2011 ¿ patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps mesh (device 2). Per operative notes, ¿adhesions were taken down and hernia defect was reduced. A ventralight st using echo ps mesh (device 2) was placed in the abdomen and held in place and tacked appropriate position. The wounds were closed and sutured.¿